Event description:
The pharmacist at the hospital, reported the following event : "gamma 3 nail implanted on (B)(6), 2013 in for a fracture of left femur. Patient came to ER on (B)(6), 2013 because of pain in the hip, without notion of trauma. When checking by x-ray, the nail and the femur were fractured. The patient underwent revision surgery on (B)(6) 2013, to extract and implant new nail."

Event description:
The pharmacist at the hospital, reported the following event : "gamma 3 nail implanted on (B)(6) 2013 in for a fracture of left femur. Patient came to e.r. On (B)(6) 2013 because of pain in the hip, without notion of trauma. When checking by x-ray, the nail and the femur were fractured. The patient underwent revision surgery on (B)(6) 2013 to extract and implant new nail."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This miss drilling effect did weak the anterior bridge and caused a notching effect on the lateral side, that most likely favor significant the nail breakage. Miss drilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or high bending pressure was brought on the drill and / or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Lines of rest are visible on the anterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge was full or main partly broken, the posterior bridge followed also step by step. The nail broke due to a fatigue fracture. The nail broke after a period of approx. One year; therefore a non-union of the bone fracture could not be excluded. Non-unions and intra-operative implant damages are listed as adverse effects in the IFU. If further adverse effects (obesity, osteoporosis, patient mobilization, etc.) Did also contribute to the nail breakage could not be determined due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.